Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead exhibited noise and oversensing. Boston scientific technical services stated that the signal was visible on both channels and some of the real p-waves were under-sensed. Boston scientific also explained the possible causes and then suggested programing the atrial sensitivity. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.